Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: vitamin b12 medication was not able to pass through one of the 25x1 (0.5mmx25mm) needle. There was resistance when attempts were made to push the medication through the needle. The needle was changed, and the patient was able to receive the medication.

Manufacturer narrative:
Investigation summary : no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: vitamin b12 medication was not able to pass through one of the 25x1 (0.5mmx25mm) needle. There was resistance when attempts were made to push the medication through the needle. The needle was changed, and the patient was able to receive the medication.